Event description:
Subsequent to the initially filed report, the following information was received. The patient returned with recurrent mitral regurgitation on (B)(6)2022. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, a cause for the clip migration could not be determined. A cause for the reported tissue injury resulting in mitral regurgitation (mr) and fatigue cannot be determined. Additionally, the reported patient effects of mr, tissue injury, and fatigue is included in the instructions for use as known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Estimated date: na.

Event description:
This is filed to report clip movement, recurrent mitral regurgitation, tissue damage , prolonged hospitalization and medical intervention. It was noted that the initial mitraclip procedure was performed on (B)(6) 2021 to treat functional mitral regurgitation (mr) with a grade of 4. It was noted enlarged atrium. One clip was implanted, reducing mr to 1. Then sometime in (B)(6), the patient returned tired and fatigue. Imaging showed mr increased to 4 and the posterior leaflet had an indentation. Although the clip is stable on both leaflets, the leaflets seemed less grasped indicating the clip had moved while remaining on both leaflets. The patient was re-admitted. On (B)(6) 2022, the patient underwent a second mitraclip procedure. One additional clip was implanted, reducing mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Estimated date of event is (B)(6) 2022